Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown the actual device returned for evaluation. During evaluation it was determined that the overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. It was also found that the device had undesired movement or play between the sasi clamp and the sasi itself. Despite the movement, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. Therefore, the reported condition was confirmed. The reported condition of connection issue is being addressed through CAPA. The assignable root cause was due to design.

Event description:
It was reported that the robotic assisted saw interface device had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the device itself. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.